Event description:
The customer reported that the lh750 hematology analyzer generated falsely high eosinophil results (71%) and falsely low neutrophil results (17%) on the differential for one patient. The test results were accompanied by instrument-generated flags for results above (h) and below (l) expected patient limits, respectively. The erroneous test results were reported out of the laboratory. The physician questioned the test results and a manual differential was performed on the sample. Per the customer, the manual differential results recovered lower eosinophil (0%) and higher neutrophil results, which the customer believed to be correct. Other than the eosinophil count, the results of the manual differential were not provided. The sample was repeated on the lh750 analyzer. On repeat testing the eosinophil result was 0% and the neutrophil result was 84%. The test results were accompanied by instrument-generated messages for imm ne 1 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR is for patient 2 of 2 on day 3 of 3 on analyzer 2 of 2. See MDR # 1061932-2011-01979 for patient 1 of 2 on day 1 of 3 on analyzer 1 of 2 and MDR #1061932-2011-01980 for patient 1 of 2 on day 2 of 3 on analyzer 1 of 2. Controls were run before and after this incident and recovered within expected ranges. Raw test data associated with this patient sample were not provided for analysis. The root cause is unknown. Field service was not dispatched for this event.